Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm after running a self-test. Customer¿s blood glucose level was 300 mg/dl at the time of incident . The customer was assisted with troubleshooting. Customer stated that they performed high pressure test and displacement test and insulin pump passed both tests. Customer did not allege insulin pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm during self test and confirmed in the insulin pump history due to broken trace on keypad assembly.